Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 2. Ninety-two charge processes were documented. During the visual inspection of the ICD, traces of insulation abrasion from a lead were found. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were ok. Leads inserted in a test could be contacted easily and reliably, with low ohm values. The drill hole dimensions were all within is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked; disturbances in the ventricular channel could be seen in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The ICD proved to be fully functional during analysis. In summary, the ICD proved to be in order and within specifications, both in regard to the connection system and the electronics. In particular, the signal perception of the ICD was fully functional. The analysis did not find a manufacturing error or material defect on either the leads or the ICD.

Event description:
Ous MDR - after an implantation time of about 32 months, artifacts with shock delivery were reported. No worsening of the pt's state of health was reported. Setrox s 53, (B) (4), MDR 1028232-2010-01345. Linox sd 65/18, (B) (4), MDR 1028232-2010-01346.